Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5594, implantable pacing lead, (B)(6) 2011; 6016, competitor implantable tachy lead, (B)(6) 2011. (B)(4).